Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the lead was repositioned due to an r-wave of 1.1 mv. Because there was a problem with deployment of the lead during the reposition, it was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the lead was repositioned due to an r-wave of 1.1 mv. Because there was a problem with deployment of the lead during the reposition, it was explanted and replaced. No patient complications have been reported as a result of this event. It was further reported that during deployment of the lead there was not 1:1 torque transfer and the lead would jump forward and dislodge.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) distal conductor distorted in the connector; full lead was returned and analyzed. Blood/body fluid in/on distal conductor and outer tubing overlay. Outer tubing overlay breached cut. Blood/body fluid in/on helix mechanism. Apparent explant damage.